Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while in the cardiac cath lab the intra-aortic balloon (iab) was prepped per the necessary preparation. The md inserted the super arrow-flex (saf) sheath into the pt's right femoral artery. As the md was inserting the iab "it snagged" on the saf sheath and would not "go any further." The iab was removed, another was inserted and the insertion went fine. There was no reported pt death or injury. Medical/surgical intervention was not required. It is unk if there was a delay in therapy. The pt outcome is "unk." Additional info received on (B)(6) 2010 from the sales rep stated that "the md removed the iab and the saf sheath as one unit. Using the same insertion site another iab was inserted successfully."